Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It is reported the device doesn't collect the skin well, sometimes collecting a lot of skin and sometimes only a small amount. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). On february 5, 2018, it was reported that the device doesn't collect well the skin; sometimes collects a lot of skin, other times a small amount of skin. Maybe it is necessary to calibrate the blades. The customer returned an air dermatome device, serial number: (B)(4), for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Medicrea has not previously repaired/evaluated air dermatome serial number: (B)(4) as documented in the repair reports in livelink. Product review of the air dermatome by medicrea on april 4, 2017 revealed that the lever, the reciprocating arm, the head and the motor are used. It was also noted that the device calibration was out of specification and the blade position needed adjustment. Repair of the air dermatome was performed by medicrea on april 9, 2017 which included replacement of the bearings, o-rings, spring seal, poppet assembly, spring, control bar, reciprocating arm, motor and screw. Air dermatome, serial number: (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection it was noted that the device calibration was out of specification and the blade position needed adjustment. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the device calibration was out of specification and the blade position needed adjustment. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.